Event description:
It was reported that a (B)(6) native american caucasian female patient underwent a breast surgery with implantation of an undisclosed mentor gel implant prosthesis. Post-operatively, the patient had an antinuclear antibody test and it resulted positive. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-06259 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 31, 2023, mentor was notified that the patient underwent bilateral removal without replacements on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 08, 2022, mentor became aware of a error that was submitted in the initial report. The reported product was a gel implant. As such, the common device name and procode should have been populated as 'prosthesis, breast, noninflatable, internal, silicone gel-filled' and 'ftr', respectively. The fields have been appropriately populated. Manufacturer¿s reference number: (B)(4). In the initial, 2a common device name and 2b procode should have been populated with 'prosthesis, breast, noninflatable, internal, silicone gel-filled' and 'ftr', respectively.

Manufacturer narrative:
On june 30, 2025, mentor received the following additional information: date of implantation: (B)(6) 2007. Suspect medical device: size: 600cc. Brand name: mentor memorygel breast implant. Catalog: 3506004bc. Lot: 5698259. Serial: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).